Manufacturer narrative:
One livewire tc ablation catheter was returned for analysis. One image was submitted for evaluation. The image appears to show noise. Electrodes 1-4 displayed acceptable resistance values; however, a short circuit was detected between the tip electrode and electrodes 2, 3, and 4. Dissection revealed that the flat wire insulation was torn and the insulation for conductor wires 1, 2, 3, and 4 were abraded in the same location, consistent with the short circuit detected and the reported signal loss. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the short circuit is consistent with damage during use.

Event description:
This event is being reported based on the analysis of the returned device.